Event description:
During a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The dr attempted to advance the taxus liberte' 3.5x28mm drug eluting stent to the 70% stenosed lesion in the calcified and tortuous left anterior descending artery after predilating with an unk size balloon. The stent would not advance and the catheter shaft fractured. The damage device was discarded. Another taxus stent as well as a vision stent were used during this procedure. No pt complications occurred. Pt status is satisfactory.